Event description:
During ivtm therapy, hospital staff noticed a burning smell on the thermogard ivtm system (serial # (B)(4)) and stopped the treatment. The hospital's biomed tested the console and it displayed tcmid:02 (ce danfoss error) error message. The biomed noticed dirty air intake filter during the testing and no burning smell was observed. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.

Manufacturer narrative:
The customer's reported complaint of the thermogard ivtm system (serial # (B)(4)) displayed "tcm ID:02" (ce danfoss error) error message was confirmed based on the event log review but not during functional testing. The autopulse platform functioned as intended during the testing. The probable root cause of tcm ID:02 was due to a dirty intake air filter, likely attributed to improper maintenance. The thermogard xp system was manufactured in march 2013 and is 8 years old, past its service life of 5 years. No documented report was found showing that regular preventative maintenance (pm) was performed for the autopulse platform. During visual inspection, observed burnt connector p31 and j31, pin 5 on the blower pca, thus confirming complaint of the customer reported burning smell. The root cause of the burnt components was due to defective pca blower that was leaking current, likely due to normal wear and tear. The ce wire harness assembly needs to be replaced to address this issue. Also, during visual inspection and unrelated to the reported complaint, observed crack deck xp cover, missing prime switch cover, degraded and worn out white rollers and cold well gaskets on the ivtm thermogard console. The damaged and missing parts are likely due to normal wear and tear and/or mishandling. The damaged, worn out and missing parts will be replaced to address these issues. Also unrelated to the reported complaint, observed saline traces on the air trap and drip pan. A review of the event logs showed multiple occurrence of tcmid:02 (ce danfoss error) error message; thus, confirming the reported complaint. The system passed the initial functional testing without any fault or error. The customer reported error message was not replicated during the functional testing. Because, the biomed cleaned the air filter before sending the ivtm system to zoll for investigation. Waiting on customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard console with serial number (B)(4).